Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia after starting ilet, with a lowest reported blood glucose of approximately 60 mg/dl and an estimated duration of 1.5 hours outside the target range, without device alerts or alarms and without suspending insulin. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with glucose tablets, no use of backup therapy, no ketone testing or action plan use, and no medical intervention or hospitalization. Troubleshooting and education were completed with the user, and blood glucose stabilized on subsequent days with improved time in range and no further lows reported. Investigation included a review of the event details and user-reported performance. Investigation of this case revealed no confirmed device malfunction and that the cause of the hypoglycemia was unclear. It was concluded that the event was user-experienced hypoglycemia of unclear cause with no adverse long-term health impact and no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.